Event description:
The reporter inquired the device before implant with the pacer still in the box. The following message was received: "has been at max pacing >= 4 hrs", with the sensor now disabled. The device will be returned. There was no pt involved in this event.